Manufacturer narrative:
Device is a combination product. Device evaluate by MFR.: synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at both the proximal and distal ends were flared with stent struts towards the distal end of the stent lifted and pulled from their crimped position. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no damage was noted but they did not appear to be tightly wrapped. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30jun2020. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilatation with a 2.0-15 non-bsc balloon catheter, a 2.75 x 12 synergy drug-eluting stent was advanced but could not pass through the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.